Event description:
The top of the arterial chamber may have had a pin hole in it. The blood kept rising to the same area in the arterial chamber. Estimated blood loss 100 - 150 ccs. No pt injury reported.